Event description:
Customer wore a pod for almost 2 days (46 hours) and reported "the cannula came out of his skin." The first day of wearing the pod, his blood glucose (bg) ranged from 56 mg/dl to 280 mg/dl. The last day of wear, he had a bg of 330 mg/dl for a couple hours (from about 6:30 am to 8:30 am). During this time he bolused 4.75 units, but his bg did not respond. He deactivated and discarded the pod at 8:30 am.

Manufacturer narrative:
The pod was not returned for evaluation. We are unable to confirm any product malfunction or defect that may have caused or contributed to the customer's high bg. A dislodged cannula would likely impede insulin delivery and may lead to hyperglycemia. The lab, however, cannot confirm that the cannula had dislodged from the customer's skin and therefore no conclusion can be drawn. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Additionally, the user guide advises that customers can avoid hyperglycemia by checking blood glucose levels at least 4 to 6 times a day. After a total of 4 hours of monitoring and administering correction boluses, if bgs still remains high the user guide instructs to change the pod using a new vial of insulin and to contact an hcp for guidance. Product lot records were not reviewed since no lot number was provided.